Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound gastrovideoscope presented a blocked channel. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
B5: no additional information received from customer. D8: additional information d9: additional information g1: correction h2: additional information, device evaluation, correction h3: additional information h4: additional information h6: additional information the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was missing ke45 at the forceps cover and the pink probe had peeling glue at the edge. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. A root cause for the missing ke45 and pink probe peeling could not be identified. Based on the results of the investigation, the most likely cause was also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.